Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. Impedance - varying resistance/impedance. Weekly pacing impedance trend data shows varying impedance for defib and svc defib with min and max svc defib pace=52 to 1072 ohms range between (B)(6) 2010 and (B)(6) 2011. 13- patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 and (B)(6) 2011. Sensing - oversensing and 2 - ventricular nst<=137 ms average v-cycle on (B)(6) 2010 at 09:09:23 and 09:14:25. 1 - vf=160 ms average v-cycle on (B)(6) 2010 09:13:34.

Event description:
It was reported that the device was explanted due to a system infection. When the pocket was open for the explant the physician noted that the rv coil pin was not secure in the header. The device was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.